Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 the patient developed a bacterial driveline infection and was admitted on (B)(6) 2021 through (B)(6) 2021. Surgical and drug therapy were performed by cleaning of the driveline exit site and the administration of antibiotics. The cause of the disease was device related. The causal relationship to the device was clearly related to the device because the infection was seen at the driveline exit site.